Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an ablation procedure, low, out of range high voltage lead impedance was observed. After a few minutes, the lead was measured again and the measurements were in range. Residual energy from the ablation procedure likely caused the out of range measurements. The lead will continue to be monitored.